Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it had malformed staples. The same device was used to complete the case with no consequence to the patient.